Event description:
Customer reported a past incident of low blood glucose level, with the lowest level reaching 42 mg/dl. Cause was not known. Customer took corrective action by consuming carbohydrates and was advised by technical support to consult with a healthcare professional to discuss potential factors affecting blood sugar levels, which the customer acknowledged and understood.